Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report indicates: blank. Section e1 initial reporter postal code of the initial medwatch report should indicates: (B)(6).

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and did not recognize the connection of its defibrillation electrodes. As a result, defibrillation therapy may not have been available, if it had been necessary. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and did not recognize the connection of its defibrillation electrodes. As a result, defibrillation therapy may not have been available, if it had been necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The event date and the executive summary have been updated with the following information: event date should be (B)(6) 2018 executive summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device had illuminated its service led and did not recognize the connection of the paddles assembly. As a result, defibrillation therapy may not have been available, if it had been necessary. There were no reports of patient use associated with the reported event. Executive summary of the supplemental report was updated to: the customer contacted physio-control to report that their device had illuminated its service led and did not recognize the connection of its defibrillation electrodes. As a result, defibrillation therapy may not have been available, if it had been necessary. There were no reports of patient use associated with the reported event. New information for supplemental medwatch report: a third-party service agent replaced the therapy pcb assembly to resolve the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and did not recognize the connection of the paddles assembly. As a result, defibrillation therapy may not have been available, if it had been necessary. There were no reports of patient use associated with the reported event.